Event description:
During service by baxter on 28 may 2010, the colleague infusion pump's event history was found to contain a malfunction of an 810:04 failure code caused by a channel c ail pcb (air in line printed circuit board) out of calibration and was recalibrated by service. There is no adverse event, patient injury or medical intervention associated with this report. This event occurred during product evaluation. The user interface module master software version of this device is 5.04.00, categorized as unremediated. No additional information was available.

Manufacturer narrative:
(B)(4).